Event description:
The customer reported that the system was not booting and displayed poor image quality.

Manufacturer narrative:
The ge service rep checked the log files, and found a generator node intermittently dropping out, in same time frame as poor image. He suspects faulty power issues. After performing assembly checks he found a loose power plug, low +5 volts in both workstation and mainframe. He ordered new mainframe power supplies. He performed power assembly checks on both the workstation and mainframe, tightened loose connections, tried new ps1 and ps2 in mainframe, and readjusted voltage levels, but did not fix the problem. He reseated chips on both the x-ray control pcb and fluoro functions pcb. He replaced striped out steering coupler shafts and coupler. Later, the rep found more generator errors in the log files. He reflashed nodes and reloaded system software to correct the problem. There was intermittent poor video image. He tried a new ccd camera, but after hours of testing system, the problem reoccurred. He also discovered the sbc would not always boot up, causing the no boot problem. He ordered parts for both issues. He installed the sbc upgrade kit which includes the celeron sbc and the system interface. He also replaced the image processor and video control pcbs as part of the sbc upgrade. The carm is now working properly.